Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/20/2023, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless fibertak anchor pulled out. This was discovered during a procedure on 11/10/2023. No further information was provided. Additional information was received on 11/28/2023: the case was completed using a product from another manufacturer. No additional anesthesia was needed, and the patient suffered no negative effects during or after the procedure. At this time, it is unknown what procedure was being performed and if the case was delayed.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-3638 was received for investigation. Visual evaluation found no issues with the inserter. Visual evaluation of the returned suture found that the suture system was broken; only separate pieces of the suture were returned. The bone quality encountered was categorized as ¿fragile¿ the most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument.

Event description:
Additional information received on 12/6/2023: this was discovered during a shoulder dislocation repair. The case was delayed for fifteen minutes without additional anesthesia.